Manufacturer narrative:
(B)(4). Batch # p58m28. Additional information received: did the device lock-out (no staples deployed and no cut line started)? No. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Yes. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Is the current patient status known? Yes. It¿s fine with no change. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. Investigation summary the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a hepatectomy procedure, the triggering of the vascular stapler was incomplete by locking a load of the device, the vascular stapler was not fully discharged, device partially fired, a load of the device was stuck, such load needed to be replaced for completion of the procedure. There was no difficulty opening the device. Current patient status is fine with no change. There were no adverse consequences for the patient.